Event description:
Material # 305197 batch # 4116567 and 4159417 verbatim: during sample evaluation in the investigation process, equipment lubricant on the needle was found.

Manufacturer narrative:
Investigation summary: it was reported there is a chunk of plastic within the sterile package. To aid in the investigation, six samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. One packaging blister from lot 4116567 has a loose piece of dark colored plastic 1/2" long inside the packaging blister. The other five samples came in a strip, and one of these packaging blisters has a needle with a droplet of equipment lubricant that is located about 1/8" from the needle tip and is 3/32" long. No other defects or imperfections were observed. These defects could occur if, after an equipment repair, equipment lubricant and the piece of plastic were not removed. A device history record review was completed for provided material number 305197, lots 4116567 and 4159417. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Batch: 4116567 batch creation date: 2024-04-25 batch expiration date: 2029-06-30 full UDI: (B)(4). Batch: 4159417 batch creation date: 2024-06-07 batch expiration date: 2029-07-31 full UDI: (B)(4).